Event description:
Discordant advia centaur cp myoglobin results were obtained on patient samples. The results were reported to the physician. Upon retest, the corrected results were reported to the physician. There was no report of patient intervention or adverse health consequences due to the discordant myoglobin results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant myoglobin results was due to the malfunction of the sample diluter and the sample syringe. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.